Event description:
The customer stated, she was hospitalized for diabetic ketoacidosis and the blood glucose reading was 380 mg/dl. The customer stated that prior to the hospitalization she had not realized that the insulin pump had run out of insulin. The customer changed the infusion set but her blood glucose levels were already high by that time. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the prime test. In addition, the customer reported moisture inside the insulin pump after she cleaned it with a damp sponge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No trace of moisture damage was noted.